Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump¿s screen began to delaminate from the device, after which the touchscreen became nonresponsive; a replacement was arranged and return logistics were provided. Symptoms included elevated glucose to 390 mg/dl. Outcomes included the need for device replacement and user education on shutdown, data sync to the mobile app, and the requirement to complete a new startup on the replacement device. Investigation included review of the reported hardware anomaly, shipping verification, return instructions, and guidance for continued cgm use with dexcom g7. Investigation of this case revealed a screen bezel separation leading to loss of touchscreen function, consistent with a hardware failure localized to the display assembly. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure related to the screen assembly.